Event description:
Dealer reported that the end user was driving their (B)(4) power chair from the sidewalk onto the driveway when the chair stopped causing the end user to allegedly be thrown from the chair onto the driveway. End user was not wearing seat positioning strap at the time. User sustained a black and blue bruise on right hand from the knuckle to the back of the hand, also has scrapes on the left hand that were bleeding. No medical attention was sought.